Manufacturer narrative:
B5 - the reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -9.00 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault. The exchange did not resolved the problem. In the reporters opinion the cause of the event was unknown. Claim#: (B)(4).

Manufacturer narrative:
H6- device evaluation: lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -9.00 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault. The explant did not resolved the problem. In the reporters opinion the cause of the event was unknown.